Event description:
It was reported that in an attempt to utilize this valiant thoracic device that the physician could not irrigate the side port. It would not flush through the point of the handle. This delivery system was not inserted into the patient. There were no obvious packaging defects or any damage to the outer packaging. The physician successfully completed the case with a second device of the same size. There were no issues and the patient is fine.

Manufacturer narrative:
(B)(4). This initial report is being filed to provide FDA a notice of retrospective filing of the field corrective action on 2013-sep-18 that was initiated on 2012-aug-30 for the inability to irrigate/flush the captivia delivery system. The fca consists of a notification to the customers outside of the united states. No us customers were affected as this issue does not present a risk to health posed by the device or remedy a violation of the act caused by the device which may present a risk to health.